Event description:
It was reported that there was a coupling problem from beginning of implant before patient got to the point where he was not able to charge. A communication problem was reported with recharging. An implantable neurostimulator (ins) overdischarge was suspected. The problems with the coupling were the primary reason for overdischarge. Patient compliance was primary reason for overdischarge. The patient stated that it was not working and no longer speaking to the remote control. The patient had not charged since (B)(6) 2014 and turned her stimulation off in (B)(6) 2014. The patient was traveling a lot and it was really annoying so she turned stimulation off because of security gates and checkpoints with traveling. The patient returned in (B)(6) 2014 and started trying each night to lay in bed and charge. The patient reported that she would charge just for a little bit before she would get an overheat signal and wouldn¿t charge fully. When the patient got the overheat signal she would stop charging and wait and then try to charge again when she had pain. Each time it seemed like the charge amount was smaller and smaller until the point where there was no charge. The overheat signal would come up after the patient had been charging for a while. The patient thought that her ins had shifted a bit in the pocket and that was the reason for having a hard time charging. The ins seemed much lower than it was before implant. The patient stated that she felt as she got older that things have shifted around and lack of activity in four years is why she thought her ins maybe shifted. The patient had several surgeries and had not been at the same activity level and thought things were sagging. The patient was laying on the ins to recharge since it was implanted, stating that she was never able to walk around with it and charge. The patient used to charge once a week but seemed to need more charging and had a lot of family emergencies and stopped charging now going into the winter months would need it. The patient stated that the very last time she was able to hook up her recharger and get anything was back in (B)(6) 2014 right before her son went to the hospital and patient had been running. The patient was getting the reposition antenna screen while trying to charge on the day of report. The patient had not been in overdischarge before. The patient did get reprogrammed a couple of years prior to report to see about changing where the probes were coving the legs and hips. The patient had the issues with her ins and recharging since implant. Later it was reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on 2015 (B)(6). The patient stated that the manufacturer referred the patient to the doctor and the doctor referred the patient to the manufacturer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 39286-30, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting poor communication and a loss of therapy. They reported since 2011, they have met with the manufacturer representative (rep) because the ins was moving and floating making it hard to charge. Patient stated they had to lay down to charge. Furthermore starting in 2017, patient would wear two belts to have enough pressure on implant to charge. Then in 2018, for 4-6 months now, patient hadn't been able to charge the ins as it had gone dead or is overdischarged. Patient was unsure because it was also close to having ins replaced. Patient mentioned they had an appointment with their back doctor and would see if they could get a rep to be there. No further complications were reported.